Event description:
I have been type 1 diabetic since 1998. I use a tandem t-slim x2 insulin pump with the 6mm autosoft xc infusion sites. I have used this type of insulin pump for around a decade. I am currently on vacation in mexico. The adverse event I'm reporting is actually a multilayer problem. The first problem is that when on the beach, sand gets into the infusion site, permanently blocking the infusion site and preventing the pump from being able to attach and deliver insulin. The sand cannot be removed - instead the infusion site has to be removed from the body and replaced with a new one. This could be problematic if a backup is not readily available. This is a problem some experienced insulin pump users (including myself) know about. The problem can be abated by using the company supplied pump site covers when spending time on a sandy beach. Today I was using one of the company supplied infusion site covers on the beach and the cover itself became completely stuck to the infusion site itself, blocking access to my actual insulin pump for infusion. I was on a remote beach and had to take a boat back to my hotel to change my infusion site and fix the problem. Multiple people tried to remove the grey infusion site cover - it was completely stuck to the infusion site - again blocking the site from being used for insulin infusion. I'm almost certain that sand had gotten in one of the release tabs for the infusion set cover and the sand could not be dislodged. So one of the release tabs could not release. The fact that a cover designed to block sand, actually becomes disabled by sand is unbelievable. The issue of both the infusion site being terminally disabled by sand and the cover being terminally disabled by sand needs to be investigated immediately and fixed. This is a potentially life threatening problem for any of the thousands of users of the tandem infusion sites. If a backup infusion site is not readily available and insulin cannot be infused for a prolonged period of time, a type 1 diabetic will die. This is supplemental information for an adverse event I just submitted about one hour ago. My initials are (B)(6) and dob is (B)(6) 1989. The event report was regarding beach sand getting into the tandem t slim x2 infusion site today, preventing the delivery of insulin. I wanted to add additional information with the lot # and ref # of the infusion site. I also wanted to include the fact that as a result of the infusion site blockage, my blood sugar eventually made it as high as 236 mg/dl prior to returning into a normal range. This is much higher than my normal range (80-100 mg/dl) and caused nausea, malaise, and fatigue. Reference report: #mw5165273.